Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had hyperglycemia due to an inaccurate delivery issue. Reportedly, the inaccurate delivery issue started on (B)(6) 2014 and on an unspecified date the patient¿s blood glucose (bg) was as high as 430 mg/dl with symptoms of extreme and/or atypical thirst (polydypsia), abdominal pain/vomiting, and nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issue indicated that the insulin regimen was not adjusted for diabetes management factors such as significant weight loss, changes in nutrition, and changes in physical activity level. The reporter insisted that the pump be replaced because they have lost confidence with the pump. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to an alleged delivery issue that was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data showed the last basal delivery was completed on complaint date. Black box showed no activities outside of normal use. The total daily deliveries added up correctly and reflects the user programmed basal rate. The pump powered up properly and no tactile issue was found with the buttons. The pump was unable to complete the prime step and the alleged inaccurate delivery issue cannot be fully investigated, no conclusion can be drawn.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.